Manufacturer narrative:
The distal tip was damaged and kinked. The 1st two proximal stent segments were intact, the remaining segments were severly deformed and elongated with many of the segments stretched distally over the product tip. The stent was displaced distally on the balloon leaving the 1st two proximal segments located over the mid section of the balloon. (B)(4). Evaluation: results: (stent dislodgement and failure to deliver device), (patient lesion morphology; 85% stenosis and calcification). Evaluation: conclusion: (patient lesion morphology; 85% stenosis and calcification).

Event description:
The physician was attempting to deploy a 2.75 mm diameter x 24mm length endeavor sprint rapid exchange (rx) drug eluting stent to treat a lesion in a pt located in the cx. It was reported that the lesion exhibited 85% stenosis with calcification. It was confirmed that the physician was unable to deliver the stent across the target lesion and on removal of the device from the pt, the stent dislodged. It was reported that the stent was retrieved successfully using a sprinter balloon catheter. The physician further pre-dilated the lesion and another same sized stent was successfully implanted. No pt injury occurred and no clinical sequelae were reported.